Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The cause was unknown. Reportedly, the pump was replaced and a correction injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.